Event description:
It was reported that upon interrogation the device exhibited premature end of life (eol).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator reached premature end of life (eol) due to high current drain. The cause for the high current drain could not be determined.